Event description:
An ophthalmic surgeon reported poor aspiration during a procedure. The case was completed with no harm to the patient. The customer is unwilling to provide further information.

Manufacturer narrative:
The company rep examined the system and the reported event could not be replicated. However, the hub roller had signs of corrosion. The company rep cleaned and oiled the hub roller. The system was then tested and met all product specs. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).